Manufacturer narrative:
(B)(4). Date sent: 4/25/2018. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: in lobectomy, no problem identified after control pv and the surgery completed without complication identified. After skin closing, there might be minor oozing so considered thoracotomy. When thoracotomy, it was severe bleeding identified in cavity. Not easy to locate the bleeding point and vital dropped to 30. Half open pv stump was observed and be hand-sewn. So far, the patient doesn't experience any complication due to this event. Did the staples stop where the knife stopped? No. If no, did the device partially cut and fully staple? The staple captured pv well were the staple line and cut line approximately equal in length? Yes. When the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? N/a. If yes, were there any issues with the staple line (malformed staples, incomplete staple line, etc.)? Was it confirmed that the entire vessel or tissue was proximal to cut line prior to firing? Yes. Was there any extraneous tissue beyond the cut line when device was fired? No. Was the tip of device visualized prior to firing? Yes. Did the patient require a blood transfusion or blood products? Yes. Is the current patient status known? Patient get well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? N/a.

Event description:
It was reported that during a vats lobectomy case on (B)(6). He has been using our pvs (pve35a/(B)(4)) for 1 year but had issue of massive bleeding from pv (pulmonary vein) after firing. Actually there was no bleeding right after transection but they realized massive bleeding when closing skin. There was bleeding from pv stump and stump was opening.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2021. H6: component code = g07. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Event described could not be confirmed as the reload was received fully fired.